Manufacturer narrative:
Product type lead product ID 3889-28 lot# va0kcds serial# implanted: (B)(6)2014 explanted: (B)(6)2019 product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the ins was malfunctioning during the surgical case; the lead would not advance all the way into the header. It was noted that no environmental factors may have led to this issue. As troubleshooting, the healthcare provider tried to advance the lead several times into the battery header, and they also adjusted the set screw back several times. Then another battery was opened and used, and the issue was noted to be resolved. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product analysis #246985631:analysis information -- (B)(6)2020 15:08:50 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Concomitant medical products: product ID 3889-28 lot# va0kcds implanted: (B)(6)2014 explanted: (B)(6)2019 product type lead product ID 3889-28 product type lead product ID neu_wrench_acc product type accessory.

Event description:
No new information.

Manufacturer narrative:
There were no other products related to this event. The returned device passed all testing in the laboratory and no anomalies were identified. Codes have been updated accordingly.